Manufacturer narrative:
Section b: adverse event or product problem: updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. Post implant, the patient was prescribed 5mg eliquis twice a day. The patient presented for a 45-day transesophageal echocardiogram (tee) follow-up and a mobile thrombus was noted on the face of the device. The patient returned for another tee on (B)(6) 2023, and the thrombus was still present on the device. The patient was prescribed lovenox in an attempt to resolve the thrombus. The patient has been discharged home. It was further reported that the patient was prescribed eliquis 5mg bid and aspirin 81mg post procedure. There was concern that the medication regimen was not being strictly followed as the patient resides in a nursing home and could not verify they were taking all prescribed medication. The patient was prescribed xarelto 25mg and aspirin 325mg after the thrombus was discovered. The phyician described the thrombus as very mobile thrombi noted on top of the watchman. At follow up on (B)(6) 2023, the patient was given lovenox and bridging to warfarin due to continued presence of thrombus.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. Post implant, the patient was prescribed 5mg eliquis twice a day. The patient presented for a 45-day transesophageal echocardiogram (tee) follow-up and a mobile thrombus was noted on the face of the device. The patient returned for another tee on (B)(6) 2023, and the thrombus was still present on the device. The patient was prescribed lovenox in an attempt to resolve the thrombus. The patient has been discharged home.

Manufacturer narrative:
Date of event: used aware date since unknown.